Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further noted the patient is a participant in a clinical study.

Manufacturer narrative:
Concomitant medical products: 6943-65 lead, implanted (B)(6) 2004. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital following inappropriate shocks from their implantable cardioverter defibrillator (ICD) due to atrial fibrillation (af). The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.